Event description:
It was reported that the patient complained of instability of their right knee. Once the poly was removed, a little wear was noticed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Hospital retained explants.

Manufacturer narrative:
Manufacturing date and expiration date corrected. The event was confirmed. Device evaluation could not be performed as no items were returned. Clinician review of the provided medical records indicated there is no evidence that faulty manufacturing or material factors involving the original insert were responsible for this late complication. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the subject manufacturing lot. A medical review was completed and there was no evidence of a device related issue noted however additional information, including the revision operative reports, progress notes and return of the device are needed to fully investigate the event.

Event description:
It was reported that the patient complained of instability of their right knee. Once the poly was removed, a little wear was noticed.